Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The upper and lower cases and side bail covers were found to be broke.

Event description:
It was reported the cath lab had problems with this unit on two occasions, with two separate patients. There was no output at maximum settings. They stated "pacer spikes disappeared," and capture was lost. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.